Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. On (B)(6) 2025, the patient reported feeling unwell, experiencing nausea and vomiting approximately four days after the sensor was placed on an off-label location. Upon reviewing the dexcom app and omnipod 5 insulin pump, the estimated glucose value (egv) was 41 mg/dl. The patient did not confirm bg with a fingerstick but ingested carbohydrates. The egv did not increase following treatment, prompting the patient to seek emergency care. At the emergency department, a comparison between the egv and fingerstick bg revealed a significant discrepancy: egv = 40 mg/dl; bg (fingerstick) = 741 mg/dl. The patient was immediately admitted to the ICU, where they received IV fluids and IV insulin therapy. Both the cgm and insulin pump were removed. At the time of follow-up, the patient was stable with euglycemia and was expected to be discharged on (B)(6) 2025, reporting feeling well. No additional details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.